Event description:
It was reported that the burr detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink¿ plus was selected for use. Ablation was performed 9 times in the proximal rca due to severe calcification of a curved portion. Decreases in speed were noted multiple times during ablation. During the 9th run, the advancer knob moved, but the burr did not. The device was removed and the drive shaft and burr were separated. The detached burr was removed with a snare. The procedure was completed with this device. There were no further patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The catheter was connected to the advancer upon return. The burr was returned detached from the coil of the catheter in a tube. A wire and an unknown catheter were also returned for analysis. Device analysis noted that the burr was detached from the catheter coil. The distal end of the coil where the burr should have been attached was observed to be stretched. There was evidence of an adhesive on the coil to confirm that the burr was attached to the coil during the manufacturing process. The burr was also found corroded or damaged and the annulus of the burr was also noted to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink plus was selected for use. Ablation was performed 9 times in the proximal rca due to severe calcification of a curved portion. Decreases in speed were noted multiple times during ablation. During the 9th run, the advancer knob moved, but the burr did not. The device was removed and the drive shaft and burr were separated. The detached burr was removed with a snare. The procedure was completed with this device. There were no further patient complications reported and the patient's condition was good.